Manufacturer narrative:
Philips has investigated this complaint. The philips filed service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch drops out intermittently. Upon troubleshooting, fse identified the wi-fi led flashing in red and battery indicator in green. The defective parts were sent for analysis, for foot switch, no issue was identified and for base station the malfunction was confirmed, and the result confirms that the base station antenna is missing. However, to resolve the issue fse replaced the wireless footswitch and the base station. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that wireless footswitch was losing connection and the wi-fi symbol was flashing red. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the wireless footswitch and wireless footswitch base station. The device was returned to expected functionality. Philips has started an investigation of this complaint.